Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("fatigue"), dizziness ("dizziness"), dyspepsia ("digestive issues"), dysmenorrhoea ("severe dysmenorrhea"), migraine ("migraines"), dyspareunia ("dyspareunia"), mood swings ("mood swings") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, dizziness, dyspepsia, dysmenorrhoea, migraine, dyspareunia and mood swings was resolving. The reporter considered dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, menorrhagia, migraine, mood swings, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of plaintiff's fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), large intestine perforation ("possible colon perforation") and diverticulitis ("diverticulitis") in a 37-year-old female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo-provera from 1-jul-2011 to 5-aug-2011. Concurrent conditions included body mass index normal. Concomitant products included mefenamic acid (ponstel) from 2009 to 2014 for dysmenorrhea and migraine as well as alprazolam (xanax) since 2007 and zolpidem tartrate (ambien) since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe dysmenorrhea"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss"), colitis ("colitis"), diverticulitis (seriousness criterion medically significant) and muscular weakness ("weak muscles"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hypoaesthesia ("numbness in hands (paresthesia¿s)"), dizziness ("dizziness"), dyspepsia ("digestive issues"), mood swings ("mood swings"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("both legs pain"), anxiety ("anxiety") and device deployment issue ("visible 2 essure coils on the right"). The patient was treated with analgesics, surgery (total hysterectomy - robotic total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dizziness, dyspepsia, migraine, dyspareunia, mood swings, headache and diverticulitis was resolving, the large intestine perforation, female sexual dysfunction, mental disorder, vaginal discharge, weight decreased, colitis, alopecia, abdominal pain, back pain and device deployment issue outcome was unknown, the fatigue and anxiety had not resolved and the hypoaesthesia, dysmenorrhoea, vaginal haemorrhage and muscular weakness had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, colitis, device deployment issue, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, hypoaesthesia, large intestine perforation, menorrhagia, mental disorder, migraine, mood swings, muscular weakness, pain in extremity, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: equally visualized bilateral fallopian tubes with a number of coils of the essure visualized after the procedure as 2 coils on the right and 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of plaintiff's fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (846833) added. Concomitant medications and treatment drugs added. Events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, headaches, vaginal discharge, weight loss, colitis, diverticulitis, possible colon perforation, numbness in hands (paresthesia¿s), hair loss, abdominal pain, lower back pain, both legs pain, anxiety, visible 2 essure coils on the right and weak muscles were added on 28-feb-2018: medical records received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), large intestine perforation ("possible colon perforation") and diverticulitis ("diverticulitis") in a 37-year-old female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "visible 2 essure coils on the right". The patient's previously administered products included for contraception: depo-provera from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included body mass index normal. Concomitant products included mefenamic acid (ponstel) from 2009 to 2014 for dysmenorrhea and migraine as well as alprazolam (xanax) since 2007 and zolpidem tartrate (ambien) since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe dysmenorrhea"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), weight decreased ("weight loss"), colitis ("colitis"), diverticulitis (seriousness criterion medically significant) and muscular weakness ("weak muscles"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In october 2014, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hypoaesthesia ("numbness in hands (paresthesia¿s)"), dizziness ("dizziness"), dyspepsia ("digestive issues"), mood swings ("mood swings"), procedural pain ("painful post-operative recovery"), mental disorder ("psychological or psychiatric problems"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), pain in extremity ("both legs pain") and anxiety ("anxiety"). The patient was treated with analgesics, surgery (total hysterectomy - robotic total laparoscopic hysterectomy,bilateral salpingectomy) and surgery (total hysterectomy - robotic total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dizziness, dyspepsia, migraine, dyspareunia, mood swings, headache and diverticulitis was resolving, the large intestine perforation, female sexual dysfunction, mental disorder, vaginal discharge, weight decreased, colitis, alopecia, abdominal pain and back pain outcome was unknown, the fatigue and anxiety had not resolved and the hypoaesthesia, dysmenorrhoea, vaginal haemorrhage and muscular weakness had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, colitis, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, hypoaesthesia, large intestine perforation, menorrhagia, mental disorder, migraine, mood swings, muscular weakness, pain in extremity, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: equally visualized bilateral fallopian tubes with a number of coils of the essure visualized after the procedure as 2 coils on the right and 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of plaintiff's fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.